Event description:
It was reported the nurse found the arrow raulerson syringe (ars) leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the nurse found the arrow raulerson syringe (ars) leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with multiple components, including one arrow raulerson syringe (ars) and the product lidstock for analysis. Signs-of-use in the form of biological material were observed on the returned components. Visual examination of the ars did not reveal any anomalies or defects. After the ars failed the vacuum leak functional test, the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. No defects were observed on the valves or spacer. The returned sample was functionally tested using the returned introducer needle in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The ars was able to draw and aspirate water with and without the introducer needle, without any leaks or excessive air buildup. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." R & d engineers were contacted regarding the results of this complaint investigation. They indicated that once the handle of the ars has been broken, they are not able to perform additional tests on the ars to determine the mechanism of failure. Therefore, the probable root cause could not be determined with the available information. A device history record review was performed, and no relevant findings were identified. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars sample failed the vacuum leak test. The handle was broken and the black seal was also removed to examine the plunger tip after failing the vacuum test. No damage was noted to the internal valves or any other components within the returned device. A device history record review did not reveal any manufacturing related issues. Based on the complaint investigation and the comments from r & d, the root cause of the leaking ars cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.